Event description:
It was reported that arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the suture snapped when an attempt was made to tie the knot. Although the rail suture had broken at approximately 1 cm above skin level, tension on the rail suture was maintained with the remaining length, but this also then broke 1cm above skin level. A reasonable level of hemostasis achieved so the knot pusher was ran down the locking arm of suture to the knot, locked the knot and cutting the suture. Manual arterial compression was applied for 1 min to achieve full hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned fully deployed with both cuffs captured. The needles and a piece of the rail suture end attached to the returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval. However, it was detected that the rail suture was broken twice while advancing the suture knot with tension as reported. Possible contributing factors for a suture break while advancing/tensioning the knot include, but are not limited to: manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Every suture is inspected and tested for proper assembly during manufacturing. The reported calcification in the artery could have caused difficulties advancing and tensioning the knot; however, this could not be confirmed. The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Applying excessive pressure to the rail suture while advancing/tensioning the knot due to challenging anatomical conditions could have caused the suture to break. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the suture break during the knot advancement and tensioning is related to the operational context in the use of the device. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.